Manufacturer narrative:
The events of "lymphadenopathy" and "infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; "lumps in lymph nodes¿; "infection". Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaints were noted for devices sterilized under sterilization run 107084. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported left side hardened lumps in implants, "silicone leaking out of breast", "feeling sick", lumps in lymph nodes, and calcification. Patient also reported "possible inflammatory breast cancer", which is not device-related. Healthcare professional confirmed left side rupture and "infection". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. Observed broken device assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. ¿ cancer ¿ breast: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ calcification: observed. ¿ infection (late onset): unable to observe as it is not related to the manufacturing process. As per the investigation procedure non-penetrating nick, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "silicone leaking out of breast, hardened lumps in implant, lumps in lymph nodes, calcification, and feeling sick". Patient also reported "possible inflammatory breast cancer" which is not device related. Healthcare professional later confirmed left side rupture. Healthcare professional additionally reported infection. Healthcare professional later reported ossified capsular contracture baker grade unknown, grossly ruptured with free silicone within the capsule. Capsule very thick, firm and calcified entirely with fragment chipped inside. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "silicone leaking out of breast, hardened lumps in implant, lumps in lymph nodes, calcification, and feeling sick". Additionally, "possible inflammatory breast cancer" was reported and determined to be not device related. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left ossified capsular contracture baker grade unknown, grossly ruptured with free silicone within the capsule. Capsule very thick, firm and calcified entirely with fragment chipped inside.